Manufacturer narrative:
This report includes information previously submitted as part of the alternative summary report filed on july 30, 2014 by medtronic under expired asr reporting authorization number e1997043 and includes supplemental information received by medtronic. Any additional information received regarding this device report will be submitted as a supplement to this report. Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated data: patient weight. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post-implant of this bioprosthetic valve, high gradient measurements and stenosis were noted. A new transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.